Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), the first episode of device expulsion ("migration of essure device (uterus)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding") and the second episode of device expulsion ("essure coil is no longer in the fallopian tube it is now in her uterus") in a 30-year-old female patient who had essure (batch no. C76450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's past medical history included cholecystectomy, depression, appendectomy and ectopic pregnancy in (B)(6) 2014. Previously administered products included for an unreported indication: ortho cyclen from 28-jul-2014 to 2015, levonorgestrel from 4-sep-2012 to july 2014 and yasmin from 2010 to 2011. Concurrent conditions included fallopian tube spasm, vaginal burning sensation, bacterial vaginosis, vaginal dryness, discomfort, nausea, back pain, leg pain, gallbladder disease, pelvic congestion syndrome, ovarian cyst, vaginal pain, micturition frequency and diarrhea. Family history included stroke (paternal grandfather), breast cancer (mother), depression (father), lupus erythematosus (sister), heart disease, unspecified (maternal grandfather) and copd (paternal grandmother). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery), surgery (on (B)(6) 2016 underwent a pelvic surgery) and surgery (on (B)(6) 2016 underwent a total hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, the last episode of device expulsion, migraine, dyspareunia, dysmenorrhoea, bacterial vaginosis and female sexual dysfunction outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, perforation, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: mr- 4 trailing coils remaining on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) pregnancy test urine - on (B)(6) 2014: negative. (B)(6) 2016: pelvic ultrasound: impression: 1, essure coil possibly visualized in left adnexal region adjacent to uterine cornua, pelvic ultrasound cannot accurately diagnosis tubal perforation with essure in place. 2. Small left ovarian cyst. 3. Normal right ovary. 4. No free fluid. (B)(6) 2016: tissue exam: final diagnosis: uterus and left fallopian lube, resection: 1. Proliferative type endometrium. 2. Intrauterine device present in uterine cavity. 3. Ecto- and endocervix with chronic cervicitis. Gross description: uterus and left fallopian lube, resection: received labeled with the patient s name, is a 100 gm uterus with attached cervix measuring 7.4 x 4.6 x 3.4 cm. Uterine serosa is pink-tan and glistening. Protruding from the left cornu area is a metal twisted wire. Electocervical mucosa is pink-white with erosion at the external os. Bisecting shows a non-dilated uterine cavity lined by dark red endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.7 cm in thickness. No metal coil is present on the right cornu area. Sections submitted include: 1 anterior cervix; 2 posterior cervix; 5 4 endo and myometrium; 5 right cornu area tissue; and 6 left cornu area tissue adjacent to wire. (B)(6) 2016: vaginal culture: few candida albicans . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion" quality-safety evaluation of ptc: unable ot confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), the first episode of device expulsion ("migration of essure device (uterus)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding") and the second episode of device expulsion ("essure coil is no longer in the fallopian tube it is now in her uterus") in a 30-year-old female patient who had essure (batch no. C76450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's medical history included cholecystectomy, depression, appendectomy, ectopic pregnancy in (B)(6) 2014, gravida ii and parity 2. *(B)(6) 2016: pelvic ultrasound: impression: 1, essure coil possibly visualized in left adnexal region adjacent to uterine cornua, pelvic ultrasound cannot accurately diagnosis tubal perforation with essure in place. 2. Small left ovarian cyst. 3. Normal right ovary. 4. No free fluid (B)(6) 2016: tissue exam: final diagnosis: uterus and left fallopian lube, resection: 1. Proliferative type endometrium. 2. Intrauterine device present in uterine cavity. 3. Ecto- and endocervix with chronic cervicitis. Gross description: uterus and left fallopian lube, resection: received labeled with the patient s name, is a 100 gm uterus with attached cervix measuring 7.4 x 4.6 x 3.4 cm. Uterine serosa is pink-tan and glistening. Protruding from the left cornu area is a metal twisted wire. Electocervical mucosa is pink-white with erosion at the external os. Bisecting shows a non-dilated uterine cavity lined by dark red endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.7 cm in thickness. No metal coil is present on the right cornu area. Sections submitted include: 1 anterior cervix; 2 posterior cervix; 5 4 endo and myometrium; 5 right cornu area tissue; and 6 left cornu area tissue adjacent to wire. (B)(6) 2016: vaginal culture: few candida albicans. Previously administered products included for an unreported indication: ortho cyclen from (B)(6) 2014 to 2015, levonorgestrel from 2012 to (B)(6) 2014, yasmin from 2010 to 2011 and clonazepam. Concurrent conditions included fallopian tube spasm, vaginal burning sensation, bacterial vaginosis, vaginal dryness, discomfort, nausea, back pain, leg pain, gallbladder disease, pelvic congestion syndrome, ovarian cyst, vaginal pain, micturition frequency and diarrhea. Family history included stroke (paternal grandfather), breast cancer (mother), depression (father), lupus erythematosus (sister), heart disease, unspecified (maternal grandfather) and copd (paternal grandmother). Concomitant products included ibuprofen and lamotrigine (lamictal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and bacterial vaginosis ("bacterial vaginosis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("dyspareunia") and back pain ("low to mid back pain"). The patient was treated with fluconazole (diflucan) and surgery (on (B)(6) 2016 underwent a total hysterectomy and left salpingectomy and on (B)(6) 2016 underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, the last episode of device expulsion, migraine, dyspareunia, dysmenorrhoea, bacterial vaginosis, female sexual dysfunction and back pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, perforation, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: mr- 4 trailing coils remaining on the left. Leave taken from this job or other job for medical reasons-appendectomy, gallbladder removal. Discrepant information received regarding date of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Pregnancy test urine - on (B)(6) 2014: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion" . Quality-safety evaluation of ptc: unable ot confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received- new event low to mid back pain were added. Treatment, concomitant and historical drug and medical history were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's past medical history included cholecystectomy, depression and appendectomy. Concurrent conditions included fallopian tube spasm, vaginal burning sensation, bacterial vaginosis, vaginal dryness, discomfort, nausea, back pain, leg pain, gallbladder disease, pelvic congestion syndrome, ovarian cyst, vaginal pain, micturition frequency and diarrhea. Family history included stroke (paternal grandfather), breast cancer (mother), depression (father), lupus erythematosus (sister), heart disease, unspecified (maternal grandfather) and copd (paternal grandmother). In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("essure coil is no longer in the fallopian tube it is now in her uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery) and surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the perforation, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, device expulsion, migraine and dyspareunia outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine and perforation to be related to essure. The reporter commented: mr- 4 trailing coils remaining on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. (B)(6) 2016: pelvic ultrasound: impression: 1, essure coil possibly visualized in left adnexal region adjacent to uterine cornua, pelvic ultrasound cannot accurately diagnosis tubal perforation with essure in place. 2. Small left ovarian cyst. 3. Normal right ovary. 4. No free fluid (B)(6) 2016: tissue exam: final diagnosis: uterus and left fallopian lube, resection: 1. Proliferative type endometrium. 2. Intrauterine device present in uterine cavity. 3. Ecto- and endocervix with chronic cervicitis. Gross description: uterus and left fallopian lube, resection: received labeled with the patient s name, is a 100 gm uterus with attached cervix measuring 7.4 x 4.6 x 3.4 cm. Uterine serosa is pink-tan and glistening. Protruding from the left cornu area is a metal twisted wire. Electocervical mucosa is pink-white with erosion at the external os. Bisecting shows a non-dilated uterine cavity lined by dark red endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.7 cm in thickness. No metal coil is present on the right cornu area. Sections submitted include: 1 anterior cervix; 2 posterior cervix; 5 4 endo and myometrium; 5 right cornu area tissue; and 6 left cornu area tissue adjacent to wire. (B)(6) 2016: vaginal culture: few candida albicans. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion." Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event- "essure coil is no longer in the fallopian tube it is now in her uterus", reporter, historical and concomittant condition, family history added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of essure device (uterus)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding") and device expulsion ("essure coil is no longer in the fallopian tube it is now in her uterus") in a 30-year-old female patient who had essure (batch no. C76450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. The patient's past medical history included cholecystectomy, depression, appendectomy and ectopic pregnancy in july 2014. Previously administered products included for an unreported indication: ortho cyclen from (B)(6) 2014 to 2015, levonorgestrel from (B)(6)2012 to july 2014 and yasmin from 2010 to 2011. Concurrent conditions included fallopian tube spasm, vaginal burning sensation, bacterial vaginosis, vaginal dryness, discomfort, nausea, back pain, leg pain, gallbladder disease, pelvic congestion syndrome, ovarian cyst, vaginal pain, micturition frequency and diarrhea. Family history included stroke (paternal grandfather), breast cancer (mother), depression (father), lupus erythematosus (sister), heart disease, unspecified (maternal grandfather) and copd (paternal grandmother). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery), surgery (on (B)(6) 2016 underwent a pelvic surgery) and surgery (on (B)(6) 2016 underwent a total hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, device expulsion, migraine, dyspareunia, dysmenorrhoea, bacterial vaginosis and female sexual dysfunction outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, perforation and vaginal haemorrhage to be related to essure. The reporter commented: mr- 4 trailing coils remaining on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) pregnancy test urine - on (B)(6)2014: negative (B)(6) 2016: pelvic ultrasound: impression: 1, essure coil possibly visualized in left adnexal region adjacent to uterine cornua, pelvic ultrasound cannot accurately diagnosis tubal perforation with essure in place. 2. Small left ovarian cyst. 3. Normal right ovary. 4. No free fluid (B)(6) 2016: tissue exam: final diagnosis: uterus and left fallopian lube, resection: 1. Proliferative type endometrium. 2. Intrauterine device present in uterine cavity. 3. Ecto- and endocervix with chronic cervicitis. Gross description: uterus and left fallopian lube, resection: received labeled with the patient s name, is a 100 gm uterus with attached cervix measuring 7.4 x 4.6 x 3.4 cm. Uterine serosa is pink-tan and glistening. Protruding from the left cornu area is a metal twisted wire. Electrocortical mucosa is pink-white with erosion at the external os. Bisecting shows a non-dilated uterine cavity lined by dark red endometrium measuring 0.3 cm in thickness. The myometrium measures up to 1.7 cm in thickness. No metal coil is present on the right cornu area. Sections submitted include: 1 anterior cervix; 2 posterior cervix; 5 4 endo and myometrium; 5 right cornu area tissue; and 6 left cornu area tissue adjacent to wire. (B)(6) 2016: vaginal culture: few candida albicans ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion" most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, historical condition and drug, essure lot number, events ( abnormal bleeding (vaginal, menorrhagia),bacterial vaginosis, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery) and surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the perforation, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine and dyspareunia outcome was unknown. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.